Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator detected ui issue. No patient involvement.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: the returned customer picture cannot confirm if the device was running under patch 16 or not. No logs were returned for evaluation. The tech service advised the customer to replace the mainboard to resolve the reported issue. However, to date, no further information regarding the resolution has been received. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.